Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision: dr (B)(6), (B)(6) hospital, (B)(6) 2018. Primary implant date: (B)(6) 2016. Patient had pain and stiffness post tka. Bone scan showed increased uptake in knee. Surgeon revised femoral implant and insert. Product code: 129409640 /lot # 8271658: poly change on patella, metal back still implanted; loose femoral component, low grade infection - awaiting results. Female patient (B)(6).